Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapies due to noise on the rv lead. Several shocks were aborted due to possible high voltage lead issue. Low, out of range shock impedance was also noted. Upon extraction, externalized conductors were seen.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).